Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
510(k) number: k160229. Device evaluation: (B)(4) unit of lot c1773221 of echo-hd-22-ebus-p-c involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Additional information was requested to aid this investigation to determine if there was difficulty locking the sheath. From additional information provided: "sheath was not completely locked. After locking doctor noticed that sheath movement was there." Document review including IFU review: prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c1773221 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1773221. The notes section of the instructions for use, ifu0110-6 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could be determined from the available information. A possible root cause is difficult to determine but could be attributed to advancement into a hard lesion causing the distal tip of the needle to break. Summary: complaint is confirmed based on the customer¿s testimony. According to the initial reporter, the patient did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
510(k) number: k160229. The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Needle broke during the procedure. With the help of foreign body forcep removed the piece.